Event description:
Patient representative provided medical and surgical reports which show left side device rupture discovered during examination. Device was explanted and replaced with an allergan device. Capsulectomy performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.